Manufacturer narrative:
Reporter indicated the test strips and controls used in the alleged comparison were discarded. No product returned for evaluation. The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results on the advantage system of 313 mg/dl, compared to a lab result of 130 mg/dl, when testing was performed 1-2 minutes apart. The reporter from the hosp stated quality control testing was performed and value was outside the acceptable range. As a result of the comparison, no actions were taken or treatment was received as a result. A request was made for the return of the suspect product. Reporter indicated they discarded the test strips and controls used in the alleged comparison, so no product will be returned for evaluation. Advantage system (meter with strip lot 549057 and expiration date of 5-31-07).